Manufacturer narrative:
This supplemental is being submitted to provide the results of the manufacturer's investigation. As part of the investigation, an evaluation of the device, a review of the device history record (DHR), and a review of the instructions for use (IFU) were conducted. An olympus field service engineer (fse) was dispatched to service the device. The fse confirmed the issue and replaced the grey connector. The equipment was repaired and verified according to the original equipment manufacturer's instructions. The DHR review did not find any abnormalities or anomalies identified during production. The device met specifications upon release. The root cause is likely user related. It is possible either the user applied excessive stress to the connector or the user impacted the connector with a hard object. The IFU contains the following statement that may help detect a broken connector: -"the connector should be fixed firmly -the o-rings should be free of abnormalities such as cracks, tears, or dents." Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
An olympus representative advised the customer not to run any scopes on this machine. A field service engineer (fse) will be dispatched to service the device. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The user reported the gray connector of the endoscope reprocessor was broken. The customer reported no scopes were run after this event. As reported, there was no patient involvement in this event.